Event description:
During a laparoscopic burch procedure, a pt suffered an injury. The doctor performing the case was using a structural balloon torcar. The blunt obturator did not allegedly release from the trocar. The doctor struggled to remove the obturator and during the process, a hole was punctured in the bladder. The unit was not returned to origin, due to the fact that the hosp is keeping the unit.